Event description:
Devilbiss healthcare received a complaint of "low suction" involving a devilbiss suction device. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The unit was returned to devilbiss for evaluation. The root cause of the low suction condition was an umbrella style check valve dislodged from the compressor cylinder and a broken manifold and suction gauge. Devilbiss has an active CAPA associated with the valve/cylinder complaint.